Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting as expected, and subsequently the pump shutdown as expected. Reportedly, the customer experienced an elevated blood glucose (bg) of 568 mg/dl and trace ketones. The customer administered a manual injection to treat the high bg. The customer continued to use the pump for insulin therapy.